Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 02/09/2026, it was reported that the patient reported that his cgm was reading ¿different than the levels he gets with a fingerstick¿. However, no specific cgm or bg meter comparison values were reported. At some point, the patient was experiencing dry mouth and began vomiting. His bg meter reading also reached 650 mg/dl. It was not specified what the patient¿s cgm value was at this time. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and was admitted for one day. No information was provided regarding the patient¿s medical treatment during his hospitalization. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Subsequent to the supplemental MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On 02/09/2026, it was reported that the patient reported that his cgm was reading ¿different than the levels he gets with a fingerstick¿. However, no specific cgm or bg meter comparison values were reported. At some point, the patient was experiencing dry mouth and began vomiting. His bg meter reading also reached 650 mg/dl. It was not specified what the patient¿s cgm value was at this time. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and was admitted for one day. No information was provided regarding the patient¿s medical treatment during his hospitalization. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - correction. D4 catalog no- correction. D4 serial no - correction. H2 correction. H6 investigation findings - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2026, it was reported that the patient reported that his cgm was reading ¿different than the levels he gets with a fingerstick¿. However, no specific cgm or bg meter comparison values were reported. At some point, the patient was experiencing dry mouth and began vomiting. His bg meter reading also reached 650 mg/dl. It was not specified what the patient¿s cgm value was at this time. The patient was wearing an omnipod insulin pump. Emergency medical services (ems) was called and the patient was transported to the emergency room (ER). At the ER, the patient was diagnosed with dka and was admitted for one day. No information was provided regarding the patient¿s medical treatment during his hospitalization. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.